Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as an oral-b genius 9000 black toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Consumer sent e-mail stating the toothbrush caught fire in his hands; it suddenly stopped working while he was brushing his teeth, it began to heat up and an incandescent point appeared making a plastic part of the handle melt. No injury was reported.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as an oral-b genius 9000 black toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. 28-jun-2019 product investigation results: product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Consumer sent e-mail stating the toothbrush caught fire in his hands; it suddenly stopped working while he was brushing his teeth, it began to heat up and an incandescent point appeared making a plastic part of the handle melt. No injury was reported.